Event description:
During an esophageal dilation, a cook hercules 3 stage esophageal balloon was used. The balloon was advanced through the endoscope and inflated with water. Three dilations [inflation and deflation] of the balloon were completed. During the fourth dilation, the esophageal balloon burst. The procedure was completed at this time, so a new device was not needed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. A visual inspection confirmed no section of the balloon material is missing from the device. The balloon was inflated using a 60 cc syringe. There is a small hole in the proximal end of the balloon near the catheter. When the balloon is inflated with water, a small and steady stream of water exits the balloon material from the small hole and the balloon will not hold a steady pressure. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. According to the report given, negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use states: "maintain balloon deflation with negative pressure." This is a potential root cause for the reported observation. Another possible contributing factor to balloon material leakage is inadequate lubrication of the balloon with a lubrication agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon material leakage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution. "Do not pre-inflate the balloon". The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.